Manufacturer narrative:
(B)(6). (B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female fell off a ladder and shattered her left heel bone and was implanted with plate and screws on (B)(6) 2008. The patient reported she has had chronic and severe pain and has been taking increases doses of various narcotics and shots for pain relief. The patient reported she had an x-ray (B)(6) 2013 which indicated everything was fine; she had another x-ray (B)(6) 2016 which revealed non union and a broken plate with intact screws. Per the x-ray report from (B)(6) 2016: there is a lateral surgical plate with multiple cortical screws present; one of the anterior superior sidebars of the surgical plate has fractured since the previous exam on (B)(6) 2013; the post traumatic deformity of os calcis is unchanged; there is no new fracture; there is a small inferior os calcis spur; there is no bone erosion; there is vascular calcification in the lower foreleg. The parts are still implanted with no revision planned at this time. This is report 1 of 1 for (B)(4).